Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having increased left thigh pain even with two tonic programs running. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.